Event description:
The customer reported that his insulin pump alarmed an error, and the device no longer vibrates. The blood glucose reading was 216mg/dl. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test as a result of a loose drive support disk.